Manufacturer narrative:
Citation: miller m et al. Transcatheter aortic valve-in-valve replacement for degenerated stentless bioprosthetic aortic valves: results of a multicenter retrospective analysis. Jacc cardiovasc interv. 2019 jul 8;12(13):1217-1226. Doi: 10.1016/j.jcin.2019.05.022. Epub 2019 jul 1. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the clinical outcomes of valve-in-valve transcatheter aortic valve replacement (tavr) for degenerated stentless bioprosthetic valves and to identify predictors of adverse events. All data were retrospectively collected from 3 centers between august 2013 and january 2019. The study population included 66 patients (predominantly male; mean age 68 years), 56 of which were previously implanted with medtronic freestyle bioprosthetic valves; 17 were implanted valve-in-valve with medtronic corevalve (4) or evolut r (13) transcatheter valves. No serial numbers were provided. It was noted that 23, 26, 29, 31, and 34 mm transcatheter prosthesis sizes were used. Among all patients, 2 in-hospital deaths occurred. Of those, one patient with pre-existing paravalvular aortic insufficiency died due to heart failure following successful tavr with unsuccessful paravalvular leak closure, and the second patient died because of progressive heart failure with partial coronary occlusion (it was reported that the patient refused repeat angiography). The 1-year all-cause mortality rate included 5 patients. Multiple manufacturers were noted in the literature; based on the available information, medtronic product was not directly associated with the deaths. Among all freestyle patients, adverse events included: valve-in-valve implantation due to regurgitation, stenosis, or a combination of both. Based on the available information, medtronic product may have been associated with the adverse events. Among all corevalve and evolut r patients, adverse events included: disabling stroke due to embolization of the valve into the descending thoracic aorta with a major thoracic aortic dissection (1 reported evolut r case), second transcatheter valve implanted, permanent pacemaker implantation, coronary obstruction/occlusion requiring stents, myocardial infarction, major bleeding, severe paravalvular regurgitation, and mild-moderate aortic insufficiency. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.